Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that on (B)(6) they started having pain in their stomach that woke them up out of their sleep, bladder hurt, uterus hurt, pelvis bone hurt, right side of back near kidneys hurt, and was also receiving electric shocks. The patient said that they didn't go to the emergency room because they already knew what was wrong with them and didn't care sitting around the ER. The patient also said that on (B)(6) they started getting shots up their whole right side, which was swollen and painful, and sharp pains near the back of their kidneys on the right side. The agent asked if they turned the stimulation off however the patient stated they were done working with the stimulator and wouldn't turn it off. The patient mentioned that they were still peeing when they laugh, cough, and had to change their underwear. The patient did a long pee on (B)(6) and after that, their stomach was empty and they had to turn right back and go back to the bathroom because the urgency was coming again. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient had an appointment with hcp on (B)(6) and said they will be asking the doctor to remove the device. The patient said they will go back to using a catheter. The agent asked, the patient said the manufacturer representative (rep) increased the setting at their appointment on (B)(6) even though the patient told the representative that it was already set. The patient said they started moaning and they said they were down on the floor, fell out of their wheelchair. When asked, the patient said that the rep did turn the stimulation back down.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.